Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the proximal segment of the lead was returned. Visual summary analysis of the lead was performed and it was noted that the outer insulation of the lead developed a breach due to a depression while in vivo. Concomitant medical products: addr01 ipg, implanted: (B)(6) 2011. (B)(4).

Event description:
It was reported that the patient's right atrial (ra) lead exhibited high thresholds. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.